Event description:
A customer reported experiencing frequent occlusion alarms with their insulin pump, leading to blood glucose levels that exceeded the displayable range and read as "high." In response to the elevated blood glucose levels, the customer administered a correction bolus using the pump. To resolve the occlusion issues, the customer changed the infusion set and cartridge and resumed insulin use